Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dcb00 preloaded intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure because the patient experienced visual issues, specifically difficulty seeing up close, following the implantation of the lens. The account also reported that the lens had not contributed to the patient's refractive complaints as it was related to a calculation issue (patient needed another diopter and model). The lens was replaced with a zcu iol 22.5 diopter.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 3/6/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the complaint device was received cut into three pieces. The lens was cleaned and presented with no further issues. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.